Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged pump error 25 alarm and low reservoir anomaly found on july 20, 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. Device was monitored for several days and no pump error 25 alarm noted during the testing. The low reservoir reminder alarm was set for 20 units, installed a water filled reservoir and primed the pump. Verified the units left in the test p-cap/reservoir and the units left on the display (25 units). 5 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. No low reservoir alarm anomalies noted during the testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. Device trace download analysis confirmed the pump alarmed pump error 25, low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: 07/13/2021 13:10:47.000 and 07/13/2021 21:01:16.000 07/14/2021 08:31:12.000 to 07/14/2021 18:37:46.0000 07/17/2021 16:43:30.000 low battery alert was recorded and found in the formatted history file on: 07/13/2021 12:54:00.000 replace battery alert was recorded and found in the formatted history file on: 07/13/2021 13:00:00.000 to 07/13/2021 13:00:00.000 power loss alarm was recorded and found in the formatted history file on: 07/14/2021 09:56:45.000 to 07/14/2021 18:38:33.000 07/17/2021 16:43:56.000 to 07/17/2021 16:44:08.000 power error alarm was recorded and found in the formatted history file on: 07/14/2021 00:00:00.000 to 07/14/2021 00:00:00.000 the power management tool confirmed pump error 25, low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Low reservoir anomaly was not confirmed. However, pump error 25, low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed due to connector resistance on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had second power error detected error. Customer stated that insulin pump had low reservoir alarm though the remaining amount of insulin was 70 unit. No harm requiring medical intervention was reported. The device will be returned for analysis.